Event description:
Adverse event(s): "pc tear" (capsular bag tear, posterior); "anterior vitrectomy" (vitrectomy). Product problem(s): "irrigation and aspiration were minimal" (inability to irrigate); "irrigation and aspiration were minimal" (aspiration issue). A nurse reported during an unplanned anterior vitrectomy, the irrigation and aspiration was minimal. The system was switched out and the case was completed. A follow up phone call revealed the scrub nurse had set up the system incorrectly. The nurse reported the pc tear was subsequent to the complications of the case.

Manufacturer narrative:
There was no service request for this system. A review of complaints for this system indicated there have been no additional, related reports in the last 24 months. A review of service requests for this system indicated there have been no additional, related service requests in the last 24 months. No sample associated with this system was returned for eval because it was discovered upon review with the customer that the scrub tech set up the system's tubing incorrectly. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. (B) (4). (B) (4). (B) (4).